Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons were hard to press customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm it make rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device received with no button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. Unable to verify no delivery error.